Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a pump cassette tubing where the reporter stated that "the cassette tubing leaked out of the blue port used to fill the cassettes. This was the 1st incident that they had issues with chemotherapy leaking at the port. There was patient involvement, but no harm. There was exposure to hazardous drug and there was a slight delay in therapy.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.